Event description:
During servicing of a (B)(6) female patient's electrode belt returned for an unrelated issue, a reportable problem was found. The belt connector would not latch. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not latch properly, preventing a secure connection with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified. No adverse event resulted from the defective electrode belt connector. The pt was issued a replacement electrode belt.